Manufacturer narrative:
A review of the system logs found that no relevant errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The following concomitant products were used during this procedure: 0 degree endoscope plus, tip-up fenestrated grasper, maryland bipolar forceps, fenestrated bipolar forceps. A site history review found no complaints were made for the instruments used during this procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had known cardiac disease and predicted to have challenging anatomy going into the procedure. They converted to open and the patient had an event 2 hours into the open portion of the operation and expired. No allegation has been made regarding any intuitive surgical product or instrument. Based on the information provided in the summary of events, no intuitive surgical product or instrument converted to this event.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection, the procedure was converted to open after approximately 4 hours of dissection for lysis of adhesions. The surgeon informed the clinical sales representative that the conversion was due to the surgeon not being able to remove all of the adhesions, thus was unable to visualize the patient anatomy, and in order to prevent further bleeding from the extended dissection. The patient expired two hours post conversion due to cardiac shock during the open procedure. Prior to the procedure, the surgeon acknowledged that they might have to convert to open as the patient was known to be unstable due to a history of cardiac issues and an unspecified infection likely causing adhesions. There was no organ damage reported. The patient required an unspecified amount of blood transfusions during the open surgery. It was reported that the death was not related to da vinci products.